Event description:
It was reported that the customer was treated by paramedics, due to hypoglycemia. The reported blood glucose reading was 34 mg/dl. It was also reported that some boluses were missing from the history files of the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.